Event description:
This case qualifies as a complaint because the fracture treatment was not effective before a second injury rebroke the bone and a second surgery was required. See case ID (B)(4) for original treatment info. Two surgeries were required for treatment of a femur fracture of the left leg. The first surgery took place on (B)(6) 2014, the second on (B)(6) 2014. The surgery correctly reported all relevant case data but entered this as a new case. The prior case ID is (B)(4). His comments are as follows: "im nail inserted left femur. On (B)(6) 2014 he felt down and sustained fracture of the left proximal femur just at slot of the nail. I operated the same day with retrograde 360mm and because I don't have longer than 360 nail it was, just above the previous one. Due to old fracture neck of femur was ok to do antegrade". Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again.